Event description:
It was reported that there were concerns regarding alleged premature battery depletion of this pacemaker. In (B)(6) 2021, the longevity estimated battery was at 5.5 years and now today, the longevity estimated battery is at 3 years. Data analysis was performed, and boston scientific technical services confirmed a gradual increase in battery consumption and recommended device replacement due to this anomaly. If the device is not replace, boston scientific technical services recommended battery status re-evaluated within 90 days. No adverse patient effects were reported. This product remains in-service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to describe event or problem for more information regarding the specific circumstances of this event.